Event description:
The right ventricular (rv) lead exhibit high and undefined defibrillation impedance measurements. It was noted that the rv lead had occasional undersensing. It was also noted that the rv lead had a slow and increasing impedance measurement for the rv coil as well as the reported high and undefined defibrillation impedance measurement. It was noted that the rv lead has a suspected conductor fracture. It was further reported that defibrillation threshold testing (dft) was unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).